Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) encountered pacing problems with the right ventricular (rv) lead polarity switch to unipolar mode because of low impedance with a suspected fracture. The atrial lead exhibited high rate(s) with suspected noise. The complete ipg system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4024, lead, implanted: (B)(6) 1996. (B)(4).